Manufacturer narrative:
When the 2x6 orbit helical fill coil (637hf0206) was exposed for inspection during prepping, it was found that the coil was stretched. When the coil was pulled back, it detached. The device was not used in the patient. Another coil was used successfully. The device was stored, handled, and prepped per labeling instructions. Nothing happened with the delivery sheath that may have contributed to the event. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented a kink near to the ID band. Introducer was zipped and presented no damages. Neither the gripper nor the support coil presented damages. The embolic coil was not returned for evaluation. The gripper was inspected under microscope and it showed evidence that indicated that the headpiece was previously secured in it according the procedure. A review of the manufacturing documentation associated with lot 13471241 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The report that the coil unraveled could not be evaluated since the coil was not received. The analysis of the returned delivery system does not present with any anomaly contributing to the reported premature detachment. It is possible that the coil stretched and then caught on the introducer as it was being pulled back resulting in the detachment. The damages noted on the device do not appear to be related to the manufacturing process; inspections are in place to prevent this type of damage from leaving the facility. Although no conclusion can be made it is possible that handling factors contribute to the reported events. Based on the analysis and device history record review and with the product as received, there are no identified device manufacturing issues contributing to the events. Therefore, no corrective actions will be taken at this time.

Event description:
The physician conducted anterior aneurysm procedure. During the prepping, when the coil was exposed for inspection, it was found stretched. The physician succeeded when changed another. The products were store, handle, and prep per labeling instructions. During prep, nothing happened to the delivery sheath that may have contributed to the event. After the physician inspected the coil, he needed to pull back the coil, the coil was detached. The coil was not inserted into the microcatheter hub, the event occurred before used on the patient. Other than the reported event, no other damages were confirmed on the delivery system, coil, etc, and the coil detached from to the delivery system. The coil was not deployed, it only detached, however the coil was not manipulated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.